Event description:
Reporter rec'd the er1 messages several times. Reporter was improperly using her test strips. Co reviewed technique and performed a blood glucose test on the phone and rec'd a result of 132 mg/dl. Reviewed importance of control solution test.